Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states the patient received a result of 51 mg/dl on the active system, and a result of 206 mg/dl on a second professional system. On a different occasion, the caller states the patient received a result of 86 mg/dl on the active system, and a result of 213 mg/dl on a second professional system. Both comparisons were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.